Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had received multiple errors. The customer¿s blood glucose level was 90 mg/dl. The customer states that is able to complete pump rewind. Troubleshooting was performed for power error and performed self-test and it did not pass. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The test energizer battery was removed from the battery compartment and reinserted after 60 seconds, less than 10 minutes, and more than 10 minutes. The insulin pump powered up properly after insertion of the battery. Performed a safe shut down of the pump and then powered the pump back on. No unexpected pump error alarms were noted. A pump error alarmed during self test: power supply test failed during self test due to power supply anomaly and was isolated to connector board. The insulin pump received with scratched case, pillowing keypad overlay, and minor scratched lcd window.